Manufacturer narrative:
The gore® tag® thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta (dta). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent emergent treatment of a thoracic aortic arch pseudoaneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis (ctag). Prior to tevar, the patient underwent an ax-ax (axillo-axillary) bypass of the left subclavian artery. It was reported that the patient had a short proximal seal zone. The patient tolerated the procedure with no evidence of endoleak. On unknown postoperative date in 2018, follow-up computed tomography determined a proximal type I endoleak communicating with the aneurysm sac. A reintervention for the patient was scheduled for (B)(6) 2018. On (B)(6) 2018, follow-up computed tomography determined rapid enlargement of the thoracic aortic arch pseudoaneurysm (amount of enlargement unknown). The patient underwent emergent re-intervention and the left common carotid artery (lcca) and the brachiocephalic artery (ba) were bypassed and debranched to the ascending aorta. An additional conformable gore® tag® thoracic endoprosthesis was implanted proximal to the previously ctag to extend coverage proximally within the thoracic aortic arch. The patient tolerated the procedure and the endoleak was resolved. The physician stated that the proximal type I endoleak was likely originated from the internal sealing zone.